Event description:
It was reported an intermittent malfunction alarm occurred on pump. There was no adverse impact on the customer¿s blood glucose level. The customer reset the pump themselves and was able to resume insulin deliveries after the resets. They were instructed by technical support to contact them if the malfunction code appeared again, and the customer understood this guidance.